Event description:
It was reported that the patient received a heart transplant on 07may2021. No further information has been received regarding patient status. The account stated that no further information will be provided around this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed events. A specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Based on complaint history and similarly reported events, the low speed events captured in the submitted log file is consistent with damage to one or more of the wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 at 13:32:35 to (B)(6) 2021 at 5:10:21. The pump fixed speed was set at 9400 rpm with a low speed limit of 9000 rpm for the duration of the captured data. On (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 there were low speed events due to the pump speed dropping below the low speed limit of 9000 rpm, resulting in 4 low speed advisories and 1 low speed hazard and were associated with low flow hazards and high motor current flag. The low speed events occurred while the patient was supported by power module power. The low speed events on (B)(6) 2021 at 5:34:15 were associated with elevated pump power and calculated flow ranging from 8.5-12.9 watts and 4.7-5.2 lpm respectively. Additionally, on (B)(6) 2021 there were multiple captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 14 low flow hazards. There were no other abnormal events captured. Excluding these low speed events, the pump operated above the low speed limit for the remainder of the captured data. The account submitted a photo of the distal end of the patient¿s driveline, which revealed cosmetic damage to the driveline bend relief adjacent to the metal controller connector. The silicone outer jacket of the bend relief on the driveline was separated from the metal controller connector and was covered in repair tape. The remaining submitted images were x-rays of the internal and external portions of the patient¿s driveline. A submitted x-ray of the external portion of the driveline revealed an area of shield breakdown adjacent to the metal connector. No other areas of concern were noted. No product is available for investigation; however, in the event that (B)(6) is returned, this investigation will be reopened. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 08mar2013. There were also incidental findings of separation of driveline bend relief and controller connector, as well as low flows captured on (B)(6) 2021. The heartmate ii lvas IFU and the heartmate ii patient handbook document are currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was taken from most recent provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low speed advisories on (B)(6) 2021 and (B)(6) during interrogation, during one of which there was also a high current event, caused by a short-to-shield. There were also low flows observed in log file. The following treatment were considered: an external driveline repair (on (B)(6) 2021), heart transplantation, or remain on batteries and ungrounded power module patient cable. The patient decided to be transferred to another hospital determine heart transplant status. The patient was also admitted for arrhythmia on (B)(6).